Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) called now one of the casters in up in the air, side not provided, a new locking gas cylinder is needed.